Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the guidewire, the intra-aortic balloon (iab) could not be inserted. A new iab was inserted successfully. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The product was returned with the membrane folded inside the t-handle and no blood was observed. One kink was found on the catheter tubing approximately 29.21cm from the iab tip. Extender tubing was also returned. A laboratory insertion test was unable to be performed due to the kink observed on the catheter tubing. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported problem and we are unable to mimic the clinical setting due to the returned iab condition. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).